Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was evaluated and found to be within specification.

Event description:
The clinician used a simplant pilot guide - longstop drill system to create the osteotomy for the implants on tooth position 34; 36; 37 and 46. The clinician detected that the drilling for the implant on tooth position 36 was not as desired. The osteotomy was positioned more to the buccal side in the patient mouth. The clinician decided to abort the placement of implant 36 for this reason.